Event description:
User received discrepant creatinine results for one pt sample. Initial result was 1.1 mg/dl on this instrument and was reported to the physician. The physician questioned the result and sample was repeated on another analyzer at the site which recovered 4.3 mg/dl. Sample was then repeated on this analyzer and gave 4.4 mg/dl. A new sample was then collected which recovered 4.3 mg/dl. No treatment was received as a result of the incident because the physician questioned the initial result. The field service representative determined there was a fluidics failure and aligned the sample rack positioning sensor, cleaned the syringe filters and found the gear pump pressure was very low and nor adjustable. He replaced and adjusted the new gear pump. Performance tests were performed which were without specifications.